Event description:
As reported by the user facility: reports leaking at y-site. Occurred to the same patient today, twice with two different tubing (once saline, once taxotere).

Manufacturer narrative:
(B)(4). Two used safeday IV sets, without packaging, were received for evaluation. The sets were subjected to an air pressure (leakage) test with acceptable results. There were no leakages observed. However, the sets were then subjected to a second air pressure test, with the additional condition of accessing the safeday injection sites with a syringe. Leakage was observed from the vent holes at the bottom of the distal safeday injection sites on both sets. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. The investigation into this reported event is ongoing. Following the receipt of additional information and/or completion of the investigation a follow-up report will be filed.